Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Robustness testing of the received o2 gas module has reproduced the described customer issue. Evaluation of the received device log shows matching events on the reported event day. Between may 21, at 01:53 and may 21, at 02:32, several alarms for high o2 concentration. Several alarms for peep high and airway pressure alarms were generated intermittently and were not continuous. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Intermittent high airway pressure alarms and peep high are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our investigation has concluded that the most probable cause of the given oxygen concentration alarms are traced to interaction of several parts within the o2 gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).